Manufacturer narrative:
The complaint sample was not returned for investigation, and no images of the fault could be obtained. Furthermore, no lot number was available to assist in identifying a retention sample for investigations. It was not possible to verify the failure of the ascope4 broncho slim. It was explained by the costumer, that they felt resistance between the ascope4 broncho slim and the wall of the dlt, and while still activating the bending lever of the bronchoscope, they used excessive force to try and retrieve the bronchoscope from the dlt. It has therefore been evaluated that the device was not handled according to the IFU, which state: do not use excessive force when advancing, operating or withdrawing the ascope 4 broncho, and when withdrawing the endoscope, the distal tip must be in neutral and non-deflected position. Do not operate the bending lever, as this may result in injury to the patient and/or damage to the ascope 4 broncho.

Event description:
While checking tube position, the costumer stated that they tried to pull the bronchoscope back whilst the tip was bend. It got stuck inside the dlt, and instead of letting go of the bending lever, the health care professional pulled and pulled hard making the tip come off. The piece got stuck in the bite-block of the tube and was removed with a suction catheter. According to received information patient was not affected by the incident.